Manufacturer narrative:
The returned device was evaluated. During this testing the devices failed the functional test and drew no current from the power supply. X-ray investigation revealed potentially frayed or broken wires inside the ch connector of the device.

Event description:
It was reported that there was an intermittent signal. There was no known impact or consequence to patient.